Manufacturer narrative:
Manufacturer's aware date was incorrect on the previous report. The correct date was may 23, 2019. Usage of device: additional information.

Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient suffered a subarachnoid hemorrhage (sah) after a fall and was admitted to the hospital. CT scan of the head confirmed. Anticoagulation was held due to sah. Neurological checks reveal persistent headaches and photophobia. Coumadin was restarted on (B)(6) 2019 and the patient¿s international normalized ratio (inr) was 1.45. Three log files submitted for review reported to have captured routine events and there were no notable alarm conditions or parameter changes. The patent¿s lactate dehydrogenase (ldh) trends and log files will be sent every 2-3 days to monitor for power trends. The patient will be discharged once their inr is 2 and headaches are controlled. No additional information was provided.